Manufacturer narrative:
A ge representative evaluated the system and replaced the wheels. System operates as intended.

Event description:
Customer reported, the system is difficult to move, the wheels are sticking and rubbing. No patient injury was reported.